Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal diagonal of left anterior descending artery. A 2.25 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during insertion, the proximal portion of the shaft that sits outside the patient body broke at around 8cm from the hub. The device was pulled safely from the patient and another 2.25 x 16 synergy stent was used. A 3.50 x 28 synergy drug-eluting stent was advanced; however, while trying to do kissing stents, the strut to very distal tip of the stent was noted to be damaged. The device was removed and the procedure was completed with a new 3.50 x 28 synergy stent. No patient complications were reported.